Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Further investigation showed that the surgeon used the mini tightrope against the recommendation of the sales rep for the 2nd mtp instability. The mini tightrope is not indicated for this procedure and arthrex does not promote it in any marketing materials. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that on (B)(6) 2016 a patient has undergone a left mini-tightrope transverse plain deformity procedure of the second mpj using an ar-8914ds (implant system, mini-tightrope, 1.1mm). Patient had x-rays taken multiple times post op. Surgeon states there was no separation of the buttons noted in any x-ray. The patient's toe drifted medially slowly over months. Revision surgery took place (B)(6) 2016 which included replacement of the mini-tightrope. The surgeon was uncertain as to what happened with the mini-tightrope construct until he performed the repair and visualized the tear in the mini-tightrope construct. The surgeon noted the tear in the fiberwire of the construct was almost equidistant from the proximal button (at the distal button). Further investigation showed that the surgeon used the mini tightrope against the recommendation of the sales rep for the 2nd mtp instability. The mini tightrope is not indicated for this procedure and arthrex does not promote it in any marketing materials.